Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Empty test strip vial returned - unable to test. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. Mother is calling on behalf of her daughter. The customer is concerned with tests results from results obtained of 53 mg/dl on (B)(6) 2016 at 05:51pm. The customer's expected fasting blood glucose test result range is 80 to 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the office at room temperature. The open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). She stated that got a reading of 53 mg/dl (which caused her to give her daughter tablets to raise her blood sugar levels) and when she retested a couple of hours later she was up to 236 mg/dl (she felt that she maybe over medicating). She hadn't made any changes to her diet or medication (insulin).